Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was feeling very sick, and initially thought it was just dehydration after returning from vacation. As his condition worsened and he experienced excessive thirst, frequent urination, nausea and vomiting, stomach pain, weakness, fatigue, dizziness, and diabetic ketoacidosis (dka). At that time there was no cgm nor bg values reported. The patient was taken to the hospital and there they took a bg reading which was 477 mg/dl and the cgm reading was 122 mg/dl. There was no information about any medication or treatment provided prior to his hospital admission. He was treated with IV insulin and other unspecified medications. The patient was admitted to the intensive care unit from (B)(6) 2024, 4 days in ICU. At the time of the report the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.